Event description:
It was reported that the user received an occlusion alert while using an infusion set and, after troubleshooting with an agent, replaced the supplies and was then able to receive insulin, indicating an obstruction of flow associated with the connector/coupler component and resolved after the change. No clinical signs, symptoms, or conditions was reported during the event. Outcomes included no health consequences or impact. Investigation of this case revealed an obstruction of flow with deformation-related issues implicating the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.